Event description:
The customer reported a cracked and shattered touchscreen on their pump, which rendered the touchscreen unresponsive and ineligible for interaction. There was no reported adverse impact on the customer¿s blood glucose level, as the customer declined to share this information or did not provide it. Technical support took action by replacing the damaged pump, instructed the customer on storage and return procedures, and confirmed shipping details. The customer chose not to disclose their backup insulin therapy method during the replacement process.